Event description:
It was reported the pump was explanted due to infection; believed to be in the pump pocket. The patient experienced wound dehiscence. Post explant the patient developed post op weakness in the legs; cause was unknown. Outcome was noted as okay. It was indicated that per policy, patient would not be reimplanted until the infection cleared, usually a month later.

Event description:
It was reported the patient experienced tingling and weakness to the left extremity and an infection. An x-ray was performed and revealed that the tip of the intrathecal catheter was at the t11-12 level. The patient was admitted to the hospital and had the pump replaced. The patient outcome was noted as serious injury/illness; ongoing.

Event description:
It was reported that the pump was not working. It was indicated that per one health care provider (hcp), who interrogated the pump "it was not working". Patient experienced withdrawal. As of the date of this report the patient was noted to be 'better now'. The pump was used to deliver morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709, lot # j12219r25, implanted on: (B)(6) 2005, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4)